Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker had exhibited an unexplainable voltage drop on the battery. Patient will continue to monitored and no interventions will be performed as patient is not pacemaker dependent. Patient condition was stable.

Event description:
New information received noted that the patient presented for a follow up. Upon interrogation, the battery longevity had further decreased and rf telemetry could not be established.

Manufacturer narrative:
The complaint of premature discharge of the battery is confirmed and failure to interrogate was not confirmed. Device was received in backup settings and output was lower than expected due to low battery level. Device image analysis showed that backup occurred due to unknown drop of the battery voltage to eol levels. New battery was installed and product code was reloaded without any issues. After extensive in-depth analysis, including functional testing, no anomalies were found with the hybrid and battery currents were within normal range. Additional battery analysis was performed at the outside lab and no anomalies were noted.

Event description:
New information received noted that the device reached the elective replacement indicator on (B)(6) 2019 and end of service on (B)(6) 2019. The device was explanted and replaced on (B)(6) 2019. The patient was in stable condition.